Event description:
Pt's family called alleging that the meter is displaying inaccurately high blood glucose readings for pt. In 2003 at approx 22:00 hours pt was having a seizure. Pt tested on the meter and obtained a 103mg/dl. Pt then was given glucose. 21-30 minutes later paramedics were called. Paramedics treated pt with a shot of glucose and sent pt to the ER. Pt's bg at the lab was 23mg/dl. Pt was treated in the ER and kept overnight. Pt does not have control solution, and customer service found out that the technique of applying blood on the test strip was done incorrect. Meter was set in the correct unit of measurement. Customer service sent pt a replacement meter.